Event description:
It was reported that the patient's vns generator output current was reduced as the patient felt their stimulation was too strong. The patient reportedly was waking up every few minutes due to the strong stimulation. It was also reported that the patient waking up every few minutes caused them to experience an increase in seizure frequency. No further relevant information has been received to date.